Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure. The clip applier was being used to transect the cystic duct. The clips being fired was malformed. There were no issues experienced with the loading or firing of the clips. In order to resolve the issue and complete the case, changed to a new one. There was no patient harm. There was no patient injury.